Event description:
It was reported that during an implant attempt, the left ventricular lead was not able to be implanted due to patient anatomy. The lead was removed and a new lead was successfully implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned and analyzed with no anomalies found.